Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized after experiencing elevated blood glucose (bg) levels between 482-800 (mg/dl), diabetic ketoacidosis, gastroparesis, and pneumonia. During troubleshooting, it was noted that the luer lock connection was not properly attached and insulin was leaking. A cartridge change error was also noted in the pump history. While hospitalized, the customer was treated with intravenous insulin and fluids as well as treatment for pneumonia. The customer was released from the hospital 3 days later.